Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced lack of rigidity and loss of glans feeling. The ipp was explanted and replaced. No patient complications reported.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced lack of rigidity and loss of glans feeling. The ipp was explanted and replaced. No patient complications reported.